Event description:
This study patient underwent a coil embolization assisted with an enterprise stent to treat an aneurysm of the right middle cerebral artery (mca). The hunt and hess scale was one. The aneurysm measure was 2mm in height, 3mm in length, width and neck. The parent vessel diameter proximal and distal measurement was 2mm. No medications were given pre-procedure. During the procedure, the patient received clopidogrel 300mg, heparin 5000iu, and aspirin 500 mg. An enterprise 28 x4.5mm was detached/positioned at the site. However, during the embolization procedure an incomplete stent thrombosis started after the stent was detached and first non-cordis coil placement. Additional heparin was given IV, abciximab 20 mg bolus IV, then continuously IV with perfusor 7.2 mg at speed 1.7 ml per hour. There was regression of the thrombi after 10 minutes and complete regression of thrombi after 30 minutes. Then, a second axium coil (4mm) coil was detached/placed with complete obliteration of the aneurysm. There were no new neurological symptoms after procedure. Mca aneurysm was closed, and the mca branches were open. There was inguinal hematoma with retroperitoneal spread which managed conservatively without sequels (abciximab stopped). The patient was left on fraxiparinum 3500 iu x 2 for 2 days, aspirin 100 mg, and clopidogrel 75 mg. Followed by placement of two ev3 axium coils (6, 4mm) in the aneurysm with complete obliteration of the aneurysm. Post procedure, the patient was on aspirin 100mg, clopidogrel 75mg, abciximab, and fraxiparinum. The patient was discharged home with hunt and hess unchanged, and on aspirin 100mg/6months and clopidogrel 75mg/3 months. The thrombotic event was deemed highly probable to the index procedure and probable to the device. Three months after the index proce.

Manufacturer narrative:
Per report: cordis neurovascular reported no product is expected to be returned to co for evaluation; however, a copy of the complaint file including lot traceability was provided. Without the return of the actual device in question for evaluation, co is unable to determine the exact cause for this incident. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging. This packaging lot contained a total units, which were shipped from co. The history records indicate this product was final inspection tested at co and was determined to be acceptable. The product remains implanted and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.